Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a solution administration set did not connect to the drip chamber. The issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The two retention samples were under water leak and air passage tested, and no leaks or blockages were found. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.